Event description:
It was reported that the power plug on the rover was burned at the ends of the blades. This was found during field service testing. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The field service technician replaced the power plug and returned the unit to service.